Event description:
The lad was wired with another co's guide wire. Two stents were implanted, one proximally and the other distally. For additional tracking, a bmw guide wire was inserted in the lad. After passing the first stent the guide wire could not be moved back and forth. Force was applied to retract the guide wire when the tip of the guide wire separated and remained in the pt's anatomy. Additional stents were implanted into the lm to compress the separated guide wire coils against the vessel wall. No other info was available.